Event description:
It was reported that the washer and snap ring were missing from the siderail. Allegedly, the siderail came off while the bed was being re-positioned in the hospital room. No patient involvement or injury.